Event description:
This event is reportable based on the product analysis approved on 09/17/2008. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug-eluting stenting procedure the stent was unable to cross the lesion. The lesion was located in the tortuous mid third of the anterior descending artery. The physician predilated the lesion with a 2.0mm and a 2.5mm maverick balloon at 20atms. The physician then advanced the 3.5x28mm taxus liberte stent to the lesion, but was unable to cross. The physician then tried to dilate more distally with a 3.0mm maverick balloon. Then the physician advanced the taxus liberte stent to the lesion again, but was unable to cross. The stent was removed and then the physician predilated with a 3.5mm maverick balloon. The physician then advanced the taxus liberte stent to the lesion again but was still unable to cross. There were no patient complications. The procedure was completed with two non-bsc stents. Patient status is reported as "stable". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: the complaint device was returned with another manufacturer's bi-tube and product mandrel. The returned device was visually, tactilely, and microscopically examined along the entire length and the only damage seen was that the stent was slightly flared on the distal end. Because the stent damage could have been caused by the unknown bi-tube at the time sliding it over the stent, the ID from the proximal end of the bi-tube was measured and then compared to the bi-tube listed in the shop floor paper work that was originally shipped with the product. The unknown bi-tube measured .051 inches. According to the manufacturing records the bi-tube used on the device had an ID of .053 inches. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. It is not possible to determine how or when the stent damage occurred. The most probable root cause is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.